Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor battery exploded in the monitor and no longer works even after washing out the battery casing. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the remote monitor 2490h4, serial number: (B)(4) was returned and analyzed. The monitor was able to power up and working fine with good batteries and passed the full debug mode test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.